Event description:
It was reported to resolve that a revision surgery is required for a patient after imaging showed screws backing out of a coda plate. The images that showed backout were taken seven months after the initial implantation. The screws were said to have backed out at the top and bottom of a three-level plate. It was also said that the locking mechanism of the plate appeared to be bent or broken. The date of the initial surgery and revision surgery are unknown.

Manufacturer narrative:
If the information is unknown, not available, or does not apply, the section of the form is left blank.